Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, periodontal disease, immediate implantation, fistula, inflammation ((B)(6) are same patient).